Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited additional high out of range shock impedance measurements. Boston scientific technical services (ts) discussed that trending showed variances in impedance measurements and discussed testing and continuing to monitor the system. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. It was noted that the shock impedance measurements have otherwise been very stable in the 80-100 ohms range. The plan was to continue monitoring the system. The system remains in service. No adverse patient effects were reported.